Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) level of 853 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2021 with no permanent damage. Reportedly, an incomplete load alert and resume pump alarm had occurred. Customer had initiated the load process and did not complete the process to resume insulin delivery. Tandem technical support educated the customer on properly completing the load process and resuming insulin delivery. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
Per tandem's user guide: "you selected change cartridge from the load menu but did not complete the process within 3 minutes." Per the user guide: the pump has been stopped for an extended period of time. Select resume insulin in the options menu to continue therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.